Manufacturer narrative:
Clinical review: upon review of the limited available information, there is no allegation or objective evidence indicating a serious patient injury, death, and/or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Through a clinic survey, a patient reported that they discontinued pd therapy due to a serious infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. No further information was provided. Additional information was requested, however to date has not been provided.